Manufacturer narrative:
A partial lead with the connector pin measuring 11.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the patient was seen at a (B)(6) hospital after receiving hv therapies. Replacement was recommended, but the patient refused. When the patient saw his cardiologist, interrogation revealed an alert for possible output circuit damage. High voltage lead impedance was low and review of egms revealed noise. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.